Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000165231. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective stimulation as well as pain at the ipg site. Reprogramming attempts have not resolved the issue. In addition, high impedance is preventing patient from having MRI. Surgical intervention may be taken at a later date. It cannot be determined which lead is contributed. Information was received from medwatch number mw5170239, mw5170240 and mw5170241.